Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the lead was crushed. The ring electrode was fractured and exposed which resulted in an electrical short between the coils.

Event description:
It was reported that the lead exhibited high pacing thresholds, oversensing and an insulation anomaly. The lead was explanted and replaced.